Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). Due to character limit in the e1 section the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during preuse check of cardiosave intra aortic balloon pump, there was a autofill failure. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the safety disk is having issue, they applied vacuum grease and realigned the safety disk. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.